Manufacturer narrative:
(B)(4). The sample had been discarded. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11d10016) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The hp contacted baxter (B)(6) 2011 due to a system error (se) 2240 alarm which occurred on the home choice (hc) during use, during dwell. On a follow up call on (B)(6) 2011 with the peritoneal dialysis nurse (pdrn) regarding this se2240 alarm, it was reported that the hp was hospitalized for peritonitis and was recovering at home at the time of this report. The hp was continuing pd therapy. The pdrn said the hp had not notified her of the alarm. On (B)(6) 2011, a baxter clinician spoke with a clinic pdrn who stated that the hp was hospitalized (B)(6) 2011 - (B)(6) 2011. The hp was treated with unknown intraperitoneal (ip) antibiotics which was continued at the pd clinic after his discharge. The hp had recovered and is doing well. A causality statement was not given.